Manufacturer narrative:
The device was not returned to zoll medical (B)(4); instead a zoll representative went on site to evaluate the device. The customer's report was duplicated and the front enclosure was replaced to remedy the problem. The device was recertified. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.